Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user discontinued the ilet insulin pump after approximately one week of use due to episodes of hypoglycemia, with the specific cause not determined, and sought transition to a different pump through their healthcare provider. Symptoms included low blood glucose. Outcomes included user-initiated discontinuation of the device and education on coverage pathways through pharmacy benefits and coordination with the pump manufacturer. Investigation included review of product-use history and user interview for troubleshooting and education. Investigation of this case revealed no device malfunction could be confirmed based on available information. It was concluded that the event involved hypoglycemia with unclear cause and that no device-related failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.